Event description:
It was reported that the customer received a failed battery test after inserting a new battery, three days prior to the event. The customer also reported a battery out limit alarm. His blood glucose level was 114 mg/dl. He was advised to monitor his insulin pump. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).